Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that before going to bed the night before (01/03), the patient¿s parents checked his glucose readings via the follow app while they were out of town. The readings appeared within a normal range, though they do not recall the exact value. On the morning of 01/04, at approximately 8:30 a.m., the parents noticed that the follow app was no longer displaying glucose data. Multiple attempts to contact the patient were unsuccessful. Concerned, they asked the patient¿s brother to check on him at his residence. At approximately 9:30 a.m., the brother found the patient unconscious beneath his bed after an apparent seizure that occurred overnight. Upon checking the device, the brother noted that the cgm sensor had failed at approximately 4:30 a.m. The brother immediately called 911. Emergency medical services (ems) transported the patient to the hospital while they were still unconscious. A fingerstick test revealed a critically low blood glucose level of 35 mg/dl. The medical team administered intravenous treatment, after which the patient regained consciousness and became coherent. The patient was monitored for several hours and discharged at approximately 3:00 p.m. Upon returning home, a fingerstick reading measured 151 mg/dl. While the patient was stable after the event, he sustained bruising as a result of the seizure. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/04/2026, it was reported that before going to bed the night before ((B)(6) 2026), the patient¿s parents checked his glucose readings via the follow app while they were out of town. The readings appeared within a normal range, though they do not recall the exact value. On the morning of (B)(6) 2026, at approximately 8:30 a.m., the parents noticed that the follow app was no longer displaying glucose data. Multiple attempts to contact the patient were unsuccessful. Concerned, they asked the patient¿s brother to check on him at his residence. At approximately 9:30 a.m., the brother found the patient unconscious beneath his bed after an apparent seizure that occurred overnight. Upon checking the device, the brother noted that the cgm sensor had failed at approximately 4:30 a.m. The brother immediately called 911. Emergency medical services (ems) transported the patient to the hospital while they were still unconscious. A fingerstick test revealed a critically low blood glucose level of 35 mg/dl. The medical team administered intravenous treatment, after which the patient regained consciousness and became coherent. The patient was monitored for several hours and discharged at approximately 3:00 p.m. Upon returning home, a fingerstick reading measured 151 mg/dl. While the patient was stable after the event, he sustained bruising as a result of the seizure. No other details were documented. Data related to issue was provided and reviewed. The probable cause could not be determined. No additional event or patient information is available.